Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, there was difficulty in fully extending the array. Resistance was felt when trying to push the sliding mechanism all the way forward and while retracting the array into the sheath to pull out. The array had to be forced into the sheath. The patient was under general anesthesia, and the case was completed without the need for medical or surgical intervention to prevent permanent impairment. The event did not lead to or extend patient hospitalization, and there was no injury as a result of the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: an image file and the pscc100 loop catheter with lot number 0012515354 was returned and analyzed. The received image file showed a catheter packed in a biohazard plastic bag. The label on the bag provided the following information: lot #0012515354, ref pscc100. No additional relevant information was available from the image. Visual inspection of the loop catheter was performed and the catheter appeared kinked on pebax tube on spiral array between e7 and e8. The catheter was inserted through the lab test sheath and no resistance was felt during insertion. Difficulty retracting the catheter into the sheath was not reproduced. The slide control function operated as expected without any issues. The shape of the capture device was unremarkable with no atypical features. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy deliveries were successfully performed. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity reveal ed intact electrode wires without any detachment or breakage. In conclusion, the loop catheter failed the returned product inspection due to a kinked pebax tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.